Event description:
Customer called in reporting a battery out limit error. Her current blood glucose was 148 mg/dl. Customer's device alarmed low reservoir during the night and she removed the battery. In the morning, the device alarmed. The alarm was caused by the battery being out of the device longer than allowed. Customer also mentioned a hospitalization about three months ago for high blood glucose. She does not know the blood glucose level at the time at hospitalization because she could not get a reading on the device. Leading up to the hospitalization, customer said she had broken ankles and had undergone a triple bypass surgery, cataract surgeries on both eyes, and a hand surgery on her trigger finger. The hospitalization was due to high blood glucose and diabetic ketoacidosis. She was in the hospital for a few nights and then released. She was wearing the device at the time of hospitalization. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.